Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer and replaced the reagent r1/r2 probe inner wash valves to resolve the issue. Upon replacement, the fse performed calibration and quality control with acceptable results. The fse verified the analyzer returned to normal operation. Section a2, a3, a4, and a5: information not provided by customer. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining high patient results with a ¿ph¿ flag and quality control for glucose involving their dxc 700 au clinical chemistry analyzer. The customer repeated the sample on a different analyzer with normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics. Note: a ¿ph¿ flag indicates result is higher than the high critical limit.